Event description:
It was reported that the suture was being used in spinal surgery to close the fascia. The pt developed a reaction and sinus tract which led to an infection. The pt required debridement of the wound.